Event description:
Patient reported that device generated a cartridge/adapter alert yesterday and today the device's insulin cartridge chamber smelled of insulin and the device's screen was foggy. Patient discovered that insulin had leaked into insulin cartridge chamber of device. Patient's blood glucose was not affected, and no treatment was received.